Manufacturer narrative:
Additional information: h11: two (2) actual devices and a photo of the sample were provided for evaluation. Visual inspection of the photo identified a set inside a pouch; the reported leakage was not easily identified. Visual inspection on the actual sample was performed and the reported leakage was not easily identified. Functional leak testing of the actual samples were performed by loading the sets on an in-lab repeater pump; a leak was identified between the blue connectors and tubing path. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) sterile repeater pump tube sets leaked at the junction. This was observed during preparation. There was no patient involvement. No additional information is available.